Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false negative) was completed. Based on review of the product's fmeas and risk assessment documentation, false negative test results are a known possible outcome regarding this issue under evaluation, refer to fmea-004. The complaint rate for false negatives is under the expected threshold of (B)(4) (label claim)/(B)(4) (internal warning limit). There are no open issues identified at this time nor any previous complaints from this customer associated with false negative result issues prior to received date of (B)(6)2022. Lucira health will continue to monitor trends related to false negative results in accordance with post-market surveillance process. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua (B)(4) check-it.

Event description:
A review was reported on (B)(4) with the subject stating, "false negative". Complainant's daughter took a lucira test that came back negative and the pcr test taken was positive. No additional information was provided. Per (B)(4) policy, lucira was unable to contact the customer directly to obtain additional information.